Manufacturer narrative:
H4: the lot was manufactured from july 11, 2018 - july 12, 2018. H10: one (1) actual device was received for evaluation. The remaining sample was not received and therefore, could not be evaluated. Unaided visual inspection was performed and the "y" connector that is connected to the two spike assembly was observed broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/01/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing at the junction of the trifurcated and regular tubing on two (2) trifurcated fluid transfer tube sets ¿was breaking off¿ (separated). The issue was identified ¿during set up post spiking three bags just prior to tubing set exiting bsc¿. There was no patient involvement. No additional information is available.